Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing grommet, a set screw with a rounded socket and a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to screw in the right ventricular (rv) setscrew. The device was not used and replaced. No patient complications have been reported as a result of this event.